Manufacturer narrative:
The authorized service provider (asp) evaluated the device, and the reported issue was not duplicated by a test run performed. Occurrence records of "oxygen not available" (diagnostic code: 1208) alarm and "check vent: oxygen device failed" (diagnostic code: 1111) were confirmed in the event log. When "check vent: oxygen device failed" occurs, "oxygen not available" is generated since the oxygen supply stops. Investigation on the "oxygen device failed" was performed and no abnormality was observed. The device passed the required performance verification tests per philips standards and was returned to service. A v60 calculates how much high-pressure oxygen needs to be delivered against the flow from blower motor in order to supply the oxygen concentration which is set as the oxygen supply method. Therefore, in case a flow which exceeds the leak compensation ability of the v60 is generated as well due to circuit leak, patient circuit being disconnected and such, "check vent: oxygen device failed" occasionally occurs.

Event description:
Philips received a complaint from the mechanical engineer (me) on the v60 ventilator indicating that the device is getting an oxygen not available alarm while the device was being used on a patient. The device was replaced with another v60 device. The device kept operating when the alarm occurred. There was no harm to the patient or user. There was neither delay in therapy nor medical intervention reported due to the event other than the ventilator swap.